Manufacturer narrative:
Evaluation results: incorrect technique/procedure (graft was inaccurately delivered by the user). Other (lack of information). Conclusions: other (lack of information). Device failure related to user handling (graft was inaccurately delivered by the user).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology at the time of implant was not reported. It was reported 6 years post stent graft implant that the stent graft was placed too low during the initial implant. It was reported that the aneurysm was enlarging with no visible endoleaks. The pt's aortic neck diameter has expanded to greater than 30 mm and a commercially released standard aortic cuff is not available at this time for the diameter needed. Pt is pending a secondary intervention. No additional clinical sequelae were reported, and the pt is fine.